Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"My bottom teeth are not moving properly. I also sent a photo with an arrow pointing to the area that overlaps. I've been in the 11th bottom tray for 2-3 months? I used to wear the hyperbyte for 10-15 minutes but now I just use one cycle. I attempted to put on tray 12 but as you can see it doesn't fit at all and it really hurts my tooth in question (with the overlap). If someone were to actually pay attention to the top aide photo I sent without aligners you would see the pattern doesn't even match up with where tray 11 says I should be. The tooth is at an angle and the top side overlaps the adjacent tooth preventing it from moving. Not happy with my top teeth, either but my enamel on one of my teeth has been deteriorating so I'm done with you guys messing with my top teeth." Additionally, the gums on my left side, lingual side, at receding. It's tender, and it feels like this tray is digging into my gums. The enamel on a top front tooth has degraded and the arch does not align with the back molars."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.